Event description:
This av lead implant date was unknown and still remains implanted at this time. The lead pace impedance was noted to have increased from 442 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).